Event description:
It was reported that (1) hp052 was used during a proctrectomy procedure. It was reported by the rep that the luke handpiece continues to experience "lockout" when using dh105. A new blade will work for about five minutes then lockout. It is unknown how the case is completed. There was no consequence to pt.